Event description:
During device replacement, the set screw was difficult to remove the device was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The device was returned for a set screw/header anomaly and the reported field event was confirmed. The silicone found inside the set screw hex cavity prevented full insertion of the torque driver into the hex cavity, causing the reported feeling of obstruction around the silicone yolk. When tested on the bench, all set screws were able to be engaged by the torque driver and successfully secured all test leads. The cause for silicone in the hex cavity could not be conclusively determined, however it is consistent with a piece of the septum becoming forced into the hex cavity with the torque driver is inserted through the septum and into the head of the screw.